Manufacturer narrative:
(B)(4). The investigation was completed on 02/23/2018. A review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency identified.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient. There was no additional patient information available at the time of this report. Return product is available. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.